Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received power error alarm frequently. The customer's blood glucose levels were unknown at the time of the incident. It was also reported that the insulin pump completed self test without vibrating. Troubleshooting was not provided, nothing was resolved. The insulin pump is not returning for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within specific. However, device received with corroded battery tube. Unit passed displacement test. No power error or battery power loss alarm noted. Device received with no vibration alert due to corroded vibrator motor.